Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Technical support provided complete pump reset information, and the customer planned to reset the pump on their own and follow up if the issue continued.